Event description:
The customer observed multiple, lower than expected, vitros vanc quality control results when processed on a vitros 5, 1 fs chemistry system . The following results were obtained: qc fluid lot biorad 3 = 20.6 vs. An expected result= 30.3 ng/ml; qc fluid lot n2096 = <5.0, <5.0 vs. An expected result= 8.6 ng/ml; qc fluid lot q2098 = 16.7, 16.6 vs. An expected result= 39.6 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, lower than expected, vitros vanc quality control results were observed on a vitros 5,1 fs chemistry system. An ocd fe replaced the secondary metering proboscis and recalibrated vanc. Acceptable vitros vanc performance was observed. The most likely cause of this event is instrument related. There is no evidence that a reagent related issue contributed to the event.